Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer stated that his sugar was low and the pump went into threshold suspend for 2 hours. The customer's blood glucose was 300 mg/dl while the sensor glucose reading was 56 mg/dl. The customer took a bolus with the pump. The customer's current blood glucose reading was 256 mg/dl. The customer stated that he felt high due to the 2 hour threshold suspend. The customer will be sent replacement sensor.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test and sensor failed per specifications.